Event description:
It was reported to philips that the device's navigational ring was not functioning. The device was not in clinical use at the time of the event. There was no report of patient or user harm.

Manufacturer narrative:
Upon further investigation, this case has been downgraded as it was confirmed through a good faith effort that this case was called in by mistake. There was no alleged malfunction to this device. Therefore, this complaint no longer meets reportability requirements.